Manufacturer narrative:
Based on the investigation's results, the malfunction was likely caused by the following: the most probable cause of the complaint was traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited scratch on the charged couple device cover glass and failed the leak test. There was no patient involvement.